Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 20 mg/dl at the time of the incident. The customer was at 106 mg/dl at the time of the call. The customer was given food to treat. The customer was wearing the insulin pump during the incident. The customer stated the pump home screen had an open book image and continuous beeping that indicates a critical pump error. The customer was in pump auto mode and believes the pump may have over delivered. Troubleshooting was not completed as the customer's pump was in storage mode. The insulin pump will be returned for analysis. Pump passed functional testing.